Event description:
It was reported that during implant attempt, the helix did not appear to "grab" regardless of multiple positions. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicated the patient is not a pediatric patient as previously reported. Date of birth and age corrected. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted there was blood in/on helix/lobe mechanism.